Event description:
A positive electrode separated from the sealing device. The device was examined by md and removed from surgical field. A new device was obtained.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.